Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms after self test. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. Customer performed self test and it was not passed. Customer stated that the sensor had sensor updating and change sensor alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current and self tests. The pump communicated properly with a test guardian link transmitter with no communication anomalies noted. The pump was received with the audio alert functioning properly and no audio alert anomaly noted. A pump error 4 and pump error 63 alarm was confirmed in the pump history due to a broken pin on the keypad assembly.